Event description:
It was reported that during set-up for a surgical procedure, the system froze. Once the system was rebooted, the procedure was conducted and competed successfully without any delays, medical interventions, adverse consequences or impact to the patient.

Manufacturer narrative:
The reported event that after simply selecting the "next" tab in order to proceed through the process, the system froze up all of a sudden and the orange runway lights began to flash could not be confirmed. Based on the reported event, the nav3i platform functioned as expected after the restart. It is possible that a loose cable connection or too many image series opened in system set up may have caused or contributed to the reported event.

Event description:
It was reported that during set-up for a surgical procedure the system froze. Once the system was rebooted, the procedure was conducted and competed successfully without any delays, medical interventions, adverse consequences or impact to the patient.